Manufacturer narrative:
This MDR is being submitted to correct the incorrect FDA registration number that was previously submitted under uf/importer report number # (B)(4). Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device may have caused or contributed to a serious injury in the form of a hemothorax. There was patient involvement reported with the event.